Event description:
It was reported that patient experienced unspecified issues with his sling. Patient underwent an implant procedure of a new ams 800. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence. Sling is still implanted.

Event description:
It was reported that patient experienced unspecified issues with his sling. Patient underwent an implant procedure of a new ams 800. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence. Sling is still implanted.